Manufacturer narrative:
A beckman field service engineer (fse) evaluated the au5800 analyzer and identified the buffer valves were defective. The fse replaced the buffer valves and cleaned the tubing to resolve the issue. The fse performed calibration and quality control with passing results. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining high ion selective electrode (ise) patient results on sodium, potassium and chloride on their au5800 clinical chemistry analyzer. The high results were not reported outside the laboratory. The sample was re-analyzed with normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.